Event description:
Customer reported being unable to test due to test not starting after blood sample is applied. It was further reported that on an unknown date customer had a loss of consciousness and "woke up in the hospital". Medical survey was not completed because customer declined to continue troubleshooting. Customer also noted that "she feels light headed every day since she's diabetic for a long time. She feels light headed when her sugar is up or low". There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. Note: the date of the medical event is unknown.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(6)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.